Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the top where the hose came off and was not siting straight on reservoir. Customer can¿t tell if it is was the top of the reservoir and quickset but one had to be bad because one did not lock. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.